Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that patient had a left hip revision due to elevated chrome levels and pain. Surgeon revised the head and liner. Additional information as per legal: plaintiff underwent a total hip arthroplasty on or about (B)(6) 2010. A diagnostic workup allegedly revealed the presence of increased levels of metal ions, which resulted in a revision surgery on unknown date.

Manufacturer narrative:
Additional information: event. An event regarding alleged pain and elevated ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional, dimensional and material analysis could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation, and no medical information was provided. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient had a left hip revision due to elevated chrome levels and pain. Surgeon revised the head and liner. Additional information as per legal: plaintiff underwent a total hip arthroplasty on or about (B)(6)2010. A diagnostic workup allegedly revealed the presence of increased levels of metal ions, which resulted in a revision surgery on unknown date. Update per material analysis report: "the dark debris observed both inside the femoral head female taper and on the articulating surface of the insert was biological material mixed with small amounts of likely corrosion product."